Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of black particles coming up out of the mouthpiece, and fine peppery black particles when blowing their nose. The patient stated they are "having a nose operation due to the black particles picked up by the specialist patient only noticed the black particles when it started appearing on the handkerchief and patient assumed it might have been the filter". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of black particles coming up out of the mouthpiece, and fine peppery black particles when blowing their nose. The patient stated they are "having a nose operation due to the black particles picked up by the specialist patient only noticed the black particles when it started appearing on the handkerchief and patient assumed it might have been the filter". The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During evaluation of the device, there was evidence of the sound abatement foam degradation/breakdown observed on the outside and inside of the blower box, inside the blower motor, and at the bottom of the enclosure were visible and moist. There were large pieces of sound abatement foam missing from the formation. Additional findings not related to the malfunction were eight errors that were logged, dust-like contamination at the air outlet, on the printed circuit assembly (pca), in the blower, and throughout the inside enclosure. In addition, the user interface knob and air inlet filter were missing on the device. There was possible corrosion on the water tank pan and potential mineral deposits inside the water tank.